Manufacturer narrative:
(B)(4).

Event description:
The myodystony patient's family reported the patient experienced dyskinesia symptoms the night of (B)(6) 2015. When they checked the implantable neurostimulator (ins), it was determined the device was shut off, though they noted "they didn't press any button of the programmer and they didn't know why the device shut down." The patient's family reportedly "suspected it was a quality issue" and added that "the patient doesn't shut the device down by programmer." Upon turning the ins back on, it was reportedly "normal." It was noted the patient had been reprogrammed at their hospital earlier in the day on (B)(6) 2015, where it was noted the ins "electric quantity was 75%." The patient was "well" at the time of report. A supplemental report will be filed if additional information is received.